Event description:
It was reported that there was an I&d washout, removal of insert because of possible infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - hospital kept.

Manufacturer narrative:
An event regarding infection involving a triathlon liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or for the sterility lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was an I&d washout, removal of insert because of possible infection.